Event description:
A report was received that a patient is experiencing discomfort at the pocket site and at the tip of the lead in the epidural space. A bsn representative reprogrammed the patient, but the issue was not resolved. The patient is expected to undergo a procedure to explant the device.